Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of one device. The visual inspection of the returned photo noted: the image depicts the device in its display tray. The obturator, inflation syringe dissector balloon and trocar balloon are in full view. The dissector balloon is unfurled and there are stains on the balloon. Without the physical device functional evaluations are precluded. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was being applied to the lower abdomen during a laparoscopic totally extraperitoneal inguinal hernia repair, there was an inconsistent insufflation pressure and flow at the start of the procedure. The surgeon noticed that the valve seal had disengaged and was stuck inside the trocar cannula. The cannula was removed from the patient and inserted a new one. There was no patient injury.